Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received multiple inappropriate hv therapies. Externalized conductors were observed via diagnostic imaging. The lead was capped and replaced during device change out for normal eri. The patient was fine after the procedure.